Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible angle of insertion was not optimal in reference to the vessel tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the starclose device was unable to be advanced to the intended location. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.